Manufacturer narrative:
The device history records were reviewed and all manufacturing and quality assurance testing was carried out in accordance with standard procedures. The device history record for this device shows that the product met specification at the time of release. Device not returned to manufacturer

Event description:
It was reported that about 7 weeks after a transurethral microwave treatment procedure, the physician confirmed a urethral/rectal fistula had occurred. The physician performed cystoscopy about 3 weeks post treatment but was unable to confirm a fistula or stricture, only a small necrotic patch just proximal to the verumontanum on the left lateral side. About 3 ½ weeks later the physician performed a urethrogram and was able to confirm a small urethral-rectal fistula was present at that same location. The physician successfully completed the procedure with a targis control unit and a targis microwave treatment catheter. The procedure was straightforward and uneventful and the patient tolerated the procedure well. No further patient injuries or complications were reported. The patient received a suprapubic catheter and is undergoing colostomy for the fistula.